Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11 the following sections were corrected: d1, h6 no device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that the articular surface of the tibial insert appears to have minor pitting and wear on the articular surface. The yellowish stained surface is consistent with subsurface damage and there appears to be a minor area of delamination. The wear on the medial side and lateral side appears consistent with bone or cement overhang from the sides of the femoral component. The explanted femoral component and tibial tray show residual bone cement and biological material adhering to the bone contacting surfaces of these components. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from the reported infection or due to the inclusion of the polyethylene in the packaging recall. The prosthesis wear appears minor and was likely not the root cause of the revision. The cause for the infection could not be confirmed from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 02-010-04-0335 - logic cr femoral por, right, sz 3.5. (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had an initial right knee implanted, underwent a revision procedure approximately 9 years 8 months post the initial procedure. The patient was revised due to a suspected infection. All devices were removed. There were no surgical delays or device breakages reported. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. The hospital disposed of them. Device images were provided. Prosthesis wear was observed on the explanted liner image. No further information is available.